Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered fluid inside of the cassette after ending the patient's pd treatment. The patient contact wanted to know why there was still some fluid remaining inside of the cassette itself. Fluid was discovered in the pump module area, but not on the external of the cassette. The patient was provided information regarding fluid inside of the cassette door and advised to continue the use of their cycler. Upon follow up, the patient contact verified the reported event and that fluid was found inside the cassette and door of the cycler at the end of treatment. There were no alarms from the cycler prior to or after the leak. The phase of treatment during the leak and cause are unknown. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered fluid inside of the cassette after ending the patient's pd treatment. The patient contact wanted to know why there was still some fluid remaining inside of the cassette itself. Fluid was discovered in the pump module area, but not on the external of the cassette. The patient was provided information regarding fluid inside of the cassette door and advised to continue the use of their cycler. Upon follow up, the patient contact verified the reported event and that fluid was found inside the cassette and door of the cycler at the end of treatment. There were no alarms from the cycler prior to or after the leak. The phase of treatment during the leak and cause are unknown. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event.